Manufacturer narrative:
11/15/2016 03:30 pm (gmt-5:00) added by (B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting saphenous vein procedure, the pa noticed the tip of the cautery was defective on the vasoview hemopro 2 . The jaws to the grasper were separated, thus potentially causing harm to the patient and patient's tissue. The hemostatic current would be unevenly dispersed.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting saphenous vein procedure, the pa noticed the tip of the cautery was defective on the vasoview hemopro 2 . The jaws to the grasper were separated, thus potentially causing harm to the patient and patient's tissue. The hemostatic current would be unevenly dispersed.